Event description:
It was reported that during the changeout of the associated pulse generator for this right atrial (ra) lead, it was observed that this leads insulation had degraded and damaged during the time it implanted, so it was capped and surgically abandoned. A new device was implanted. No additional adverse patient effects were reported.